Manufacturer narrative:
Visual analysis was performed on the returned device. The reported premature deployment (exposed stent) was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents and/or complaints reported from this lot. The investigation was unable to determine a cause for the reported premature deployment. The wrinkled/bunched area noted to the distal sheath likely caused the stent to become exposed. Although a definitive sheath damage could not be determined, it may be possible that the damage occurred during removal from the coil dispenser; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during prep, after a 6-8x40mm acculink self-expanding stent system (sess) was removed from its tray, the stent was slightly exposed but not flowered. The device was not used and there was no patient involvement. A 6-8x40mm xact stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.